Event description:
Olympus was informed that the user facility had not reprocessed the colonoscope in accordance with the directions for use. The user facility reportedly precleaned the colonoscope but no high-level disinfection (hld) performed. The user facility reported that the colonoscope was removed from a non-olympus automated endoscope reprocessor (aer) after an alarm went off. The colonoscope was then put into circulation and used on a patient instead of placing it back to the aer for complete reprocessing. There was no patient harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain more information regarding this report but with no result. No device was returned to olympus for evaluation in association with this report. Based upon the information provided, the users had not reprocessed the device in accordance with the device instruction manual. An olympus representative visited the user facility and confirmed that the staff was well trained in terms of proper reprocessing and was very thorough with the pre-cleaning of the colonoscope. The representative reported that the cause of the user's report was attributed to the unspecified error with the aer and user error. This report is being submitted as a medical device report in an abundance of caution.